Event description:
The report stated that a pt presented with acute myocardial infarction (mi). A clearway had been inserted into the pt and was ready for use. The md went to inject glyceryl trinitrate (gtn) and the catheter leaked at the end of the hub and start of the wire section (between the main hub and the body of the catheter). There were no related adverse effects for the pt. Pt is now stable.

Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed.